Manufacturer narrative:
Being investigated. Awaiting product return. Should such information become available, it will be included in a follow-up report. (B) (4)

Event description:
The physician claims that the graft was being implanted for an ascending aorta replacement procedure. After fogarty clamps were released, blood leaked 5 cm from the distal anastomosis, from an alleged pinhole. The amount of blood loss was not quantified, and bleeding was stopped by the placement of one stitch. The procedure was completed with this device. It was reported that there was no injury to the pt and the pt's current condition has been reported as recovered.